Event description:
It was reported that the patient presented in clinic for a follow up with device in backup vvi mode due to normal battery depletion. The device was explanted. The patient was in stable condition. No further information is available.